Event description:
It was reported that the physician decided to exchange the model that was in the patient¿s leg and put a new version of the implantable neurostimulator (ins) in the patient¿s leg. It was reported that the patient thought this was in 2009. Additional information reported that there was an exchanging of the battery once.

Manufacturer narrative:
Concomitant products: product ID 37083-60, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3998, lot # v121145, implanted: (B)(6) 2008, product type lead; product ID 37083-60, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4). Information pertaining to the replacement of the battery was previously reported in manufacturing report # 3004209178-2013-07694. (B)(4).